Event description:
The customer reported that the system would display an intermittent blank left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the left monitor and cleaned the debris form the camera lens. The system was tested and found to be working as intended and put back in service.